Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Device not returned.

Event description:
As reported: "loose acetabular shell. Implanted new shell, insert and femoral head".

Manufacturer narrative:
Reported event: an event regarding loosening involving a trident shell was reported. Medical review confirmed loosening of the shell. Method & results: product evaluation and results: not performed as the device was not returned. Medical records received and evaluation: ta review of the provide medical records by a clinician noted the following: there are only medical records to confirm the event. A revision surgery report documents that the cup was grossly loose and was replaced with a tritanium cluster shell with supplemental screw fixation and mdm insert plus new femoral head over an adapter sleeve. The stem was well fixed and as such retained. Product history review: not performed as the device lot details were not provided. Complaint history review: not performed as the device lot details were not provided. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Further information such as device lot details and return, pathology reports, pre- and post-operative x-rays and the primary operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time as no devices and insufficient information was received by stryker orthopaedics. If devices and / or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
As reported: "loose acetabular shell. Implanted new shell, insert and femoral head".